Event description:
It was reported that the pt was revised due to pain, dislocation, a loosened hinge-pin mechanism. It is further noted that the pt presented with a locked knee and was unable to bear weight.

Manufacturer narrative:
This report will be amended when our investigation is complete.